Event description:
Description according to short form complaint filed: it is alleged that "a cook gunther tulip filter was implanted on (B)(6) 2010 at (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records has been made available, the exact root cause for what caused the alleged fracture is unknown. However, fracture of the wire is an uncommon, but known risk in relation to filter. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "a cook g&#1806;ther tulip filter was implanted on (B)(6) 2010 at (B)(6)." New additional information was provided: according to the lot number provided the filter implanted was a celect filter: igtcfs-65-1-jug-celect. Filter was implanted (B)(6) 2010. Alleged migration, tilt, device is unable to be retrieved, bleeding, organ perforation. Recommended removal "because the leg of the ivc filter had broken and was aiming for the colon and the aorta. Two of the legs were found, but not the third. "CT showed that there was a separate strut along the posterior aspect of the liver, below the diaphragm". Inferior vena cava removal on (B)(6) 2014 at (B)(6) hospital using a gunther tulip retrieval kit to snare the filter. Patient outcome: it is alleged that pt was injured without further explanation. New additional information was provided: alleged severe pain still up above the belly button. According to CT scan, "one fragment is embedded in an anterior osteophyte within the superior endplate of l3 and a second is juxtaposed between the posterior right hepatic lobe and diaphragm. The location of the ivc filter strut in the subdiaphragmatic region is unclear; it could be in a small branch vein of the cava (intravascular) or could have migrated into the retroperitoneal space."

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook gunther tulip filter was implanted on (B)(6) 2010 at the (B)(4) health system in (B)(6)". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook g&#1806;ther tulip filter was implanted on (B)(6) 2010 at the (B)(6)". New additional information was provided: according to the lot# provided the filter implanted was a celect filter: igtcfs-65-1-jug-celect filter was implanted (B)(6) 2010. Alleged migration, tilt, device is unable to be retrieved, bleeding, organ perforation. Recommended removal "because the leg of the ivc filter had broken and was aiming for the colon and the aorta. Two of the legs were found, but not the third. "CT showed that there was a separate strut along the posterior aspect of the liver, below the diaphagm". Inferior vena cava removal on (B)(6) 2014 at (B)(6) hospital using a gunther tulip retrieval kit to snare the filter. Patient outcome: it is alleged that pt was injured without further explanation. New additional information was provided: alleged severe pain still up above the belly button. According to CT scan, "one fragment is embedded in an anterior osteophyte within the superior endplate of l3 and a second is just aposed between the posterior right hepatic lobe and diaphragm. The location of the ivc filter strut in the subdiaphragmatic region is unclear; it could be in a small branch vein of the cava (intravascular) or could have migrated into the retroperitoneal space".

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/28/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2010 due to possible blood clots while patient is confined to wheel chair following foot surgery. Plaintiff is alleging migration, tilt, fracture, bleeding, and organ perforation. Patient alleges a mostly successful retrieval on (B)(6) 2014. Three fragments of filter tines allegedly were not retrieved: one appeared to be fixed to the vertebral body surrounded by productive osteophyte; a second segment was identified in the right costovertebral sulcus; and the location of the third was unclear.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'migration, tilt, fracture, bleeding, organ perforation'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Lot #: unknown as information was not provided. Catalog#: unknown but referred to as a cook gunther tulip filter. Expiration date: unknown as lot # is unknown. MFR date: unknown as lot# is unknown. Investigation is still in progress.